Manufacturer narrative:
The reported complaint was confirmed. No device was returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). With the level sensor connected, they observed a red alarm light blinking. Per the manufacturer's technical support, the user facility bent the pin when trying to attach the device to the safety monitor. They will not send the suspect device back.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the device had a bent pin. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.